Event description:
This complaint is now reportable based on the analysis completed on 08/28/2006. It was reported that durng a coronary drug eluting stenting treatment procedue, the stent would not cross the lesion. The lesion being treated was located in the distal right coronary artery. The physician attempted to place a 2.25x12mm taxus liberte drug eluting stent, but had difficulty crossing the lesin. The procedure was completed with another of the same device there were no patient complications and the patient's condition was reported as satisfactory and good. However, the returned product confirmed that there was stent damage. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The delivery device with the stent crimped on the balloon was returned for analysis. Initial visual examination of the device noted the presence of proximal stent strut damage. Examination of the stent revealed damaged to the proximal end. Some proximal stent struts were bent back distally. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. No further damage was noted with the returned device which could have contributed to the reported complaint. The root cause of the reported complaint cannot be conclusively determined, however, the damage present is consistent with a restriction occurring during withdrawal. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution.